Manufacturer narrative:
No product at hand. Due to circumstances that we did not receive any devices for investigation, it is not possible to determine a definitive conclusion and root cause of the mentioned failure. We assume that the failure is not product related. In nearly all cases with this problem, the cemented cover screw was loosened by the custormer for the cleaning procedure (although this is not in the IFU). Due to this loosening, the adhesive bond which secures the cover screw, is destroyed. Therefore it could be possible that during the next application the not ensured and not correctly tightened cover screw could loose and the other parts bould disassemble. No CAPA is necessary.

Manufacturer narrative:
Exemption number: e2014018. Manufacturing site evaluation: evaluation on-going.

Event description:
(B)(6). During a metha-or at beginning of the year a screw and cylinder was loosened at a metha profiler handle. Screw and cylinder have now been removed during a revision. The screw and the cylinder were in the patient. In a revision two weeks ago in another clinic, these components were removed from the patient.